Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  nine days post implant, the right atrial (ra) lead exhibited possible far field r-wave (ffrw) oversensing  and no capture. The right ventricular (rv) lead also exhibited t-wave oversensing (twos). Both the ra and rv leads remain in use . No patient complications have been reported as a result of this event.